Manufacturer narrative:
Information previously provided in h10 stated: "manufacturing and inspection records were reviewed, and no anomalies were found. The returned product was examined under magnification. Under magnification, it was confirmed that the batch number of the frag-loc® 1.5mm cannulated driver assy (part number 80-0728) was 342529". The stated part number 80-0728 was a typo, and the complaint device is part number 80-0758. Therefore, the corrected information in h10 should read: manufacturing and inspection records were reviewed, and no anomalies were found. The returned product was examined under magnification. Under magnification, it was confirmed that the batch number of the frag-loc® 1.5mm cannulated driver assy (part number 80-0758) was 342529. The screw used with the driver assembly was not returned. A torsional fracture pattern was identified within the hex tip of the driver assembly. The driver tip had an angular fracture across the tip. The driver assembly was measured to determine the location of fracture and approximate the amount of material missing. The driver assembly measured 6.1665 inches, indicating that approximately 0.0335 inches had broken off the tip. Torsional and oblique fracture patterns were identified within the hex feature of the driver tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. However, based on the information received and due to unknown procedural conditions, the root cause could not be determined.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned product was examined under magnification. Under magnification, it was confirmed that the batch number of the frag-loc® 1.5mm cannulated driver assy (part number 80-0728) was 342529. The screw used with the driver assembly was not returned. A torsional fracture pattern was identified within the hex tip of the driver assembly. The driver tip had an angular fracture across the tip. The driver assembly was measured to determine the location of fracture and approximate the amount of material missing. The driver assembly measured 6.1665 inches, indicating that approximately 0.0335 inches had broken off the tip. Torsional and oblique fracture patterns were identified within the hex feature of the driver tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. However, based on the information received and due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during a procedure, the tip of the frag-loc driver broke when the surgeon was implanting either the screw or the sleeve. This issue prolonged the procedure by only 30 seconds, and the procedure was completed using a 1.5 driver for the 2.3 distal screws and continued usage of the frag-loc driver "somehow." Regarding it there were any adverse patient consequences, the response received was "unknown." This report is related to report number 3025141-2023-00058 for the screw involved in this event.